Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, all three speedband devices were attempted to be fired like normal; however, the second elastic band and even a band further back rolled over at the top of the first band. The same issue happened to the second and third speedband devices. It was noted that there was no difficulty experienced upon setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands prematurely deployed. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that the trip wire was secured in the handle slot. However, the trip wire was bent. A crimp was present on the tripwire and the slack was removed properly. The suture was cut and it was attached to the trip wire, but the other parts were not returned. Additionally, two bands were returned attached on the ligator head while one band was broken. The suture hole did not have any visual damage, but the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Per the complaint, the physician removed the plastic wrap right before pushing it onto the end of the scope. As per the dfu, the plastic wrap should be removed after the ligator is attached onto the end of the endoscope. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu) / product label, as the customer removed the ligator shrink wrap before the ligator head was correctly placed in the endoscope.

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a variceal band ligation procedure performed on (B)(6) 2020. According to the complainant, during the procedure, all three speedband devices were attempted to be fired like normal; however, the second elastic band and even a band further back rolled over at the top of the first band. The same issue happened to the second and third speedband devices. It was noted that there was no difficulty experienced upon setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 1484 captures the reportable event of bands prematurely deployed. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: d8, h8

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during a variceal band ligation procedure performed on (B)(6), 2020. According to the complainant, during the procedure, all three speedband devices were attempted to be fired like normal; however, the second elastic band and even a band further back rolled over at the top of the first band. The same issue happened to the second and third speedband devices. It was noted that there was no difficulty experienced upon setting up the devices. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.